Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtr mitraclip was advanced to the valve. During manuevering, the clip became entangled in the chorae. The clip could not be removed from the chordae. Troubleshooting was attempted but was unsuccessful. There was a transient pericardial effusion due to the chordal entanglement. The patient was transferred to open heart surgery to retrieve the mitraclip and replace the mitral valve. When the mitraclip system was removed, the tip of the steerable guide catheter (sgc) was noted to be damaged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the reported entrapment of device component-clip caught on chordae could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device associated with the clip becoming entangled with the anatomy could not be determined. Additionally, based on the information reviewed, the unspecified tissue injury and pericardial effusion appear to be due to the procedural conditions associated with the clip getting caught in chordae. Tissue damage/injury and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. Surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.